Event description:
On (B)(6) 2013 during review of the patient¿s programming history it was observed that on august 28, 2006 high impedance was observed. The patient¿s generator was disabled that same day. The patient underwent a full revision surgery on (B)(6) 2006. Additional information has been requested but no further information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.